Event description:
It was reported the pt experienced a shocking or jolting sensation in the fall of 2007. Recently, the shocking sensation has gotten worse. The pt feels the shocking sensation as the amplitude is increased to control his tremors. The shocking sensation affects the right arm and face. Add'l info has been requested from the hcp, but was not available as of the date of this report.